Manufacturer narrative:
(B)(4).

Event description:
It was reported a shocking or jolting sensation occurred. The pt felt an electrical jolt when shaking hands with someone. Company rep stated it was not present when device was off. It was noted impedances were fine with an exception of 1, not using one. It was further reported reprogramming resolved the issue. Additional info will be provided when it becomes available.